Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. The customer¿s blood glucose level was 206 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was unable to be confirmed due to a different issue identified (usb pin damaged).